Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Claim# (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, diopter -0.5/+6/017 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. The lens was explanted due to the patient experiencing excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.

Manufacturer narrative:
(B)(4).